Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: p select ous mr 24 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 73.9cm distal to the distal end of strain relief as well as multiple kinks either side of the hypotube shaft break location. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-aug-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 22x2.75mm, concentric de novo target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and moderately calcified mid left anterior descending artery. After a 3 ebu guide catheter and a non-bsc guide wire were placed, predilation was performed with a 2x9mm maverick balloon catheter leaving a 40% residual stenosis in the lesion. Subsequently, a 24 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The physician tried to cross the lesion again with the same stent but still could not cross at all. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications reported and the patient's status was stable. However, returned device analysis revealed hypotube detachment.